Manufacturer narrative:
Fge catheter, biliary, diagnostic.

Event description:
Complaint received from internal personnel via e-mail on (B)(6) 2021--did (B)(6) 2021. As reported to customer relations: "varadarajulu 2011, endoscopic placement of permanent indwelling transmural stents in disconnected pancreatic duct syndrome: does benefit outweigh the risks? Patient 3 a (B)(6) female patient presented with necrotizing pancreatitis of unclear etiology. On CT imaging, wopn was noted in the pancreatic head measuring 90 _ 80 mm. Ercp demonstrated a disconnected duct at the pancreatic head region. The patient underwent endoscopic cystoduodenostomy with dilation of the transmural tract to 15 mm and placement of two 10f, 4-cm double-pigtail stents. The patient recovered well and presented 790 days later for workup of an abdominal hernia. CT imaging revealed a migrated stent within the pfc cavity (fig. 3). At endoscopy, the distal end of 1 stent was grabbed and removed by using biopsy forceps; the other stent was lodged deep within the pfc cavity and was not amenable for removal. Also, it was not possible to intubate the cavity because it had collapsed completely around the stent and there was no debris or fluid within it. The case was presented at the interdisciplinary meeting, and the consensus was that the stent should not be removed unless clinical symptoms developed in the patient. At the time of last follow-up at 1026 days, the patient was doing well without any pfc recurrence. Exact rpn cannot be confirmed but possible rpns include: zss-10-4-rb. Zebd-10-4. Zso-10-4. File is being opened to capture off label use of placing biliary plastic stent in wopn resulting in migration requiring intervention / user error of leaving stents indwelling greater than 3 months.